Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic right colon procedure, a few times the clips did not feed into the jaws. On the fifth firing the device fired a pear shaped clip. Sutures were used to complete the case with no patient consequence.